Event description:
A 1059 mayfield skull clamp slipped on a pt. Add¿l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.